Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The modular head and taper adapter were removed and replaced. Patient was further revised on (B)(6) 2015 due to migration of a competitor cup.

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. The modular head and taper adapter were removed and replaced. A further revision procedure has been indicated due to bone loss and cup migration; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.